Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: d284drg ICD, implanted: (B)(6) 2013. (B)(4).

Event description:
It was reported that the patient was in a car accident and the implantable cardioverter defibrillator (ICD) pocket opened up. Subsequently an infection occurred. The ICD system was explanted. No further patient complications have been reported as a result of this event.